Event description:
During follow-up, failure to capture and failure to sense were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the lead was dislodged. High voltage therapy was deactivated. No further intervention was performed. The patient was stable and there were no adverse consequences.